Manufacturer narrative:
The biomedical engineer reports there was a "receiving data interrupted" error on the cns (central monitoring system). The biomedical engineer restarted the device which back filled the old patient data. No patient data was lost. Patients were being monitored on the bedside monitor. No patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports there was a "receiving data interrupted" error on the cns (central monitoring system). The biomedical engineer restarted the device which back filled the old patient data. No patient data was lost. Patients were being monitored on the bedside monitor. No patient harm was reported.